Event description:
Before a surgical procedure with the 6977 axis jackson it was noticed by the hospital staff a skin tear in the patient's right hip groin area. She was noted as a large patient with fat rolls and the tear was under one of the rolls. Because they noticed the blood, they removed the patient from the bed. The hospital staff noted that the tear occurred during the patient transfer from the gurney to the operating room table.